Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary biopsy forceps device was used during a bronchoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure the jaws failed to close on the ninth pass. The user reported that one of the pull wires appeared to be detached from the jaw. Fluoroscopy was used to confirm that no part of the device detached into the patient. At this time, the procedure was completed as the biopsies that were previously retrieved with this device were sufficient. Additionally, the technician reported the forceps device was tested prior to use and opened and closed correctly. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary biopsy forceps device was used during a bronchoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure the jaws failed to close on the ninth pass. The user reported that one of the pull wires appeared to be detached from the jaw. Fluoroscopy was used to confirm that no part of the device detached into the patient. At this time, the procedure was completed as the biopsies that were previously retrieved with this device were sufficient. Additionally, the technician reported the forceps device was tested prior to use and opened and closed correctly. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that one of the pull wires was broken at the z-bend area and had detached from the jaw. The broken wire and corresponding jaw were sent for material analysis which found that the fracture occurred due to overload. Both the device welding and riveting were found to be within manufacturing specification. Functionally, the unit was not tested due to the return condition. The condition of the returned incident device was consistent with the complaint that the pull wire broke which prevented the jaws from closing. Since the specific cause of the pullwire break cannot be identified, the most probable root cause is undeterminable. However, an investigation is underway to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.